Event description:
Customer called to report they were hospitalized with low bgs. Pt stated that they were running high bgs. When pt received the no delivery alarm, they manually injected too much insulin. The customer received the alarm and tried to complete the troubleshooting but received another alarm. Troubleshooting was done with the customer. There were no alarms during the bolus and with nothing in the pump. Customer was still uncomfortable with the device.